Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a sharp shooting pain in their leg following a fall that they had a few months ago. The patient reported that they get cold and painful like a knife was stabbing it. The patient mentioned that this was the pain that the patient had the system implanted to treat and the patient reported that it has been coming back since the fall. An impedance test was performed, and all values were within normal limits. No further complications are anticipated.